Manufacturer narrative:
(B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss checked instrument and found one damaged power cable, which fss suspected to be due to loose connection. Fss replaced the following parts on the system (power cable, power entry module and power supply). Upon completion of the service, the system was found to meet the required specifications. Through a follow up with the fss, it was that the damaged power cable issue was not related to the ground line. Per fss, the damage was to the outside insulation and that was no exposed wires. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the whitestar signature system powered off during surgery due to the loose power cable connector. Customer changed power cables and instrument powered back on; however, they did not wish to proceed with surgery. It was reported that the issue occurred after the procedure started when they went into vitrectomy mode and the surgery had to be completed at another hospital.

Manufacturer narrative:
Additional information received indicated that the faulty parts have been scrapped and not available for return. Device evaluation: the labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.